Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The complaint of electrical short is confirmed. Visual observation of the active tip indicates signs of activation and melted manifold between 11'o clock to 2'o clock position, confirming this complaint. No functional test was conducted to avoid further damage to the device and to test equipment. A supplier CAPA was completed to address this issue. A manufacturing record evaluation was performed for the finished device product and lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that prior to an unknown procedure one of the devices indicated a short circuit. The affiliate reported that there is a tiny material error on this device. There is a discoloration on the magnified arthroscopic image of the other device. It did not work effectively during the procedure. The affiliate reported no patient harm.